Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not flowing out of the cartridge and tubing during the load fill tubing sequence after performing the sequence twice. Customer's blood glucose was 200 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.